Event description:
Information received from the field notes that the patient has a heart rate of about 30. The device will not interrogate and will not respond to the magnet. No evidence of pacing present.